Event description:
Information received indicates the head of the bed will not lower.

Manufacturer narrative:
The technician isolated the issue to the gas springs not functioning. He replaced the gas springs to repair the stretcher.